Event description:
The physician implanted a 6mm diameter x 20mm length complete se stent to the internal iliac. There were no reported difficulties during deployment. When the physician attempted to remove the catheter, the tip broke off. Snaring was used to attempt to remove the detached tip, but was unsuccessful. A stent was implanted to embed the detached tip to the artery wall. The device was inspected prior to use. There were no difficulties experienced during delivery or removal of the device through to/across the lesion site. There was no pt injury and no add'l clinical sequelae were reported.

Manufacturer narrative:
(B) (4).